Event description:
It was reported that the patient atrial lead exhibited noise over sensing and led to pacing inhibition. No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.